Event description:
Additional information was received via a company representative. The withdrawal symptoms had been resolved with replacement of the pump. The pump was being returned to the manufacturer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, and motor function. Destructive analysis identified residue and wearing in the motor gear train on the upper shaft of gear number two; stall was due to the shaft-bearing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: analysis of the pump has not been completed as of the date of this report. A follow-up report will be submitted upon completion of analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving (B)(6) (2000mcg/ml at 1,415.7mcg/day via intermittent flex blousing (6 x boluses of 138.9mcg) via an implantable pump. It was reported that this was the second pump failure for this patient. It was indicated that the previous event may have been related to concomitant clonidine use in the pump. There is no additional drug instillation noted with this pump. Outside of the routine reservoir refill performed the day before the motor stall event, there were no unusual events noted by the patient's mother. It was further reported that the patient's mother noted that the pump was emitting the two-tone critical event alarm the day after most recent reservoir refill. After discussion via phone with the company representative, it was determined that the pump was alarming as a result of a motor stall alarm. This was confirmed by interrogation of the pump. The patient was transferred to a local hospital for medical management before transfer to regional service. The patient suffered severe withdrawal effect owing to the high intrathecal rate despite medical management and was put onto a ventilator upon arrival. The pump was interrogated multiple times but displayed a motor stall alarm each time. The critical event alarm was noted every hour with the patient's subsequent acute withdrawal symptoms noted several hours late. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient was transferred for an urgent revision. The pump was explanted and replaced. The pump was to be returned to the manufacturer. The issue was not resolved as of (B)(6) 2021. The patient's medical history and weight at the time of the event was unknown.